Event description:
Patient presented to the physician with pain in the area of the ribs 3 years post implant. The physician brought the patient into the operating room, relocated and repositioned the sensing lead.